Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing was leaking at filter and the blood backed up past the needleless connector. The clinician then disconnected the tubing and attempted to flush the peripherally inserted central catheter (PICC) line. It was observed that the leak persisted. The entire tubing was changed as well as the cap on the PICC's red port. The event occurred in neonatal intensive care unit (nicu IV). Although requested, additional information was not provided.

Event description:
It was reported that the tubing was leaking at filter and the blood backed up past the needleless connector. The clinician then disconnected the tubing and attempted to flush the peripherally inserted central catheter (PICC) line. It was observed that the leak persisted. Blood back-up passed the maxzero. Disconnected the med-line to flush again, and saw fluid coming out from the filter hole/opening. The entire tubing was changed as well as the cap on the PICC's red port. The event occurred in neonatal intensive care unit (nicu-IV). Although requested, there has been no impact to patient response or additional event information made available to date. However, the customer's response to patient injury inquiry was "unsure", according to attached spreadsheet.

Manufacturer narrative:
Additional information added; section; b.5. (Patient and event information clarified/detailed), and h.6. (Device code). The customer's report of leak at filter was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed during visual inspection. Fluid pushed through both of the sets observed leaking from their filter welds. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Manufacturer narrative:
The customer's report of leak at filter was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed. During functional testing fluid pushed through both of the sets observed leaking from their filter welds. The customer's report of leak at filter was confirmed. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that the tubing was leaking at filter and the blood backed up past the needleless connector. The clinician then disconnected the tubing and attempted to flush the peripherally inserted central catheter (PICC) line. It was observed that the leak persisted. The entire tubing was changed as well as the cap on the PICC's red port. The event occurred in neonatal intensive care unit (nicu IV). Although requested, additional information was not provided.